Manufacturer narrative:
A historical data review on the part number was conducted. There were no capas or non-conformance's related to the complaint type. There is insufficient information provided by the complainant. There was no evidence provided by the complainant to support an infection. Request for further information was sent to the complainant on (B)(6) 2021. There was no further information provided; therefore, the root cause is indeterminate.

Event description:
On (B)(6) 2021 plif (l4-5) was performed. The patient has medical history of dm. On (B)(6) the patient's back pain became worse. The crp value rose, and it did not seem that it would decrease. Therefore, the surgeon presumed that the patient might have become infectious. The patient underwent a removal procedure. Upon receipt of an examination result of bacteria, they will remove the cages in question. No further information is available. This complaint involves two (2) devices.